Event description:
A balloon leak was detected via blood in the tubing. The intra-aortic balloon was removed and not replaced. No pt injury or further complications occurred. The pt is in stable condition.